Event description:
Healthcare professional reports homepatient using homechoice device for automated peritoneal dialysis therapy was treated in hosp on 3/5/1998 for peritonitis. According to healthcare professional, "peritonitis had nothing to do with dialysis, there was some surgical problems and a procedure in hosp caused the peritonitis". Healthcare professional has no further details regarding what surgical procedure was performed. Healthcare professional states there was no device failure or malfunction identified, device is not attributable to peritonitis. Home pt was treated with antibiotics and released from the hosp on 3/10/1998.